Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 4076 implantable pacing lead 2006 (B)(6); 4194 implantable pacing lead 2006 (B)(6).

Event description:
It was reported an infection occurred. The organism is unknown. It was further reported that the right ventricular lead has a potential insulation issue that is reported to be able to be visualized by the physician. The lead was capped and will be extracted at a later date. No further patient complications have been reported as a result of this event.